Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up and down arrow buttons are not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was observed to be cracked and moisture was observed behind the display screen. During testing the pump failed to power on. Performance testing was unable to be completed due to the pump failing to power. The pump was opened and moisture damage was found on the pcb of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.